Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the stapler handle was closed and the "tissue was divided", was the tissue divided due to just the closure of the device? Or was the device attempted to be fired but no staples were delivered? If yes, was the staple line inspected prior to the tissue being transected? What is the current patient status?

Event description:
It was reported that during an anterior resection procedure, the surgeon tried to staple across the rectum. Upon closing the handle the stapler completely divided the bowel. She then proceeded to stop bleeding and did a hand sewn anastomosis. The bowel was opened. A 15 minute delay in surgery. Patient is stable.

Manufacturer narrative:
(B)(4). Additional information was requested: can you please clarify, when the stapler handle was closed and the "tissue was divided", was the tissue divided due to just the closure of the device? Or was the device attempted to be fired but no staples were delivered? If yes, was the staple line inspected prior to the tissue being transected? What is the current patient status? The following response was obtained: jjm rep spoke with the surgeon: surgeon confirmed she closed the closing handle, the bowel divided, no staples were seen. The firing handle was not closed.